Event description:
Additional information was received indicating the shock impedance measurements had again gone out of range. A slight increase in pacing impedance measurements and pacing threshold measurements was also observed. Boston scientific technical services (ts) discussed possible causes and further troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Reviewed of trend information found the shock impedance measurements had gradually increased, went out of range, and then gradually decreased to an acceptable range. No adverse patient effects were reported.